Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
It was reported the customer received the following results, with two different meters compared to a lab result, within 10 minutes: 8.7 mmol/l (performa meter), 4.8 mmol/l (active meter), and 5.3 mmol/l (lab). No adverse event reported. The test strip lot numbers were not provided. Return of the suspect device was requested for evaluation.